Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye on (B)(6) 2014. The lens became dislocated in the eye and was explanted on (B)(6) 2014. The physician replaced it with an aq lens. There was no patient injury removing the lens from the eye. Further information has been requested from the facility but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search.results - .a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.

Manufacturer narrative:
Device history record review - performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. The manufacturing process of the lens has been absolved and is not related to the root cause. Based on the available information being provided from the facility, quality engineering concludes that the root cause is unknown. Based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, it was determined the cause of this event was due to patient anatomy and was not device related. (B)(4).

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found unable to evaluate lens, lens returned in 2 very small pieces. Medical review: od: reported by a hcp, the iol was explanted/exchanged for a different iol model three months postoperatively to address lens dislocation. According to the report from the facility, the event was not related to the device but to the patient factor (not specified anatomy issue). No reported postoperative sequelae. It should be noted that decentration of an iol is multifactorial and may be the result of the original surgical placement of the lens, or it may develop in the postoperative period because of external (trauma, eye rubbing) or internal forces (weak zonules, scarring, capsular contraction, and inadequate size). Conclusions: based on the complaint history, work order search and medical review and condition of returned lens, a specific root cause of this event could not be determined. (B)(4).